Event description:
The user facility reported that the catheter did not advance when using a surflash plus safety IV catheter during a procedure. After the puncture, the catheter had to be forcefully removed from the safety cover, and the tip of the inner needle was not properly shielded. Reportedly there was no patient involvement.

Manufacturer narrative:
(B)(4). The actual device was returned and evaluated. Visual inspection confirmed that the safety cover activated and covered the tip of the inner needle normally. The finger grip was visually inspected and confirmed there were no anomalies or deformations that would cause the safety cover to not activate. No deformations were found at the junction of the tip of the safety cover and finger grip area. Reproductive testing was conducted by activating the catheter of a retention sample. The catheter advanced smoothly and the cover shielded the inner needle normally. A review of the device history and inspection records indicated that there were no production related problems. A review of the complaint files confirmed that this lot number has not been reported previously. Although the cause of the reported event cannot be definitively determined based upon the available information, there is no evidence that this event was related to a device defect or malfunction. User facility information and the evaluation results suggest that the actual device may have been grasped at the junction of the hub and the tip of the safety mechanism which would prevent the catheter from advancing properly. Device labeling does address the potential for such an event in the instructions-for-use by statements such as, (1) "with dominant hand grasp at finger grip and pull needle in a straight outward motion until needle tip is completely shielded by the safety cover and automatically detaches from hub" and (2) do not grasp at the junction of hub and tip of the safety mechanism to disconnect." All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending, and follow-up. (B)(4).